Manufacturer narrative:
One (1) photo was provided by the customer which was used to conduct the device analysis since the physical unit, by the time this investigation was being documented, had not been received. The photo showed a packaging label for a tracheostomy tube part number 67nfps35 and lot number 4334226. The device was not visible in the photo. The reported failure mode, leak due to cuff symmetry, was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the lot number. No corrective actions were taken because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Lot number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the trach tube after re-processing has an inverted bell-shaped cuff with poor inflation towards the bottom and a more rounded top. There has been no report of patient injury, no observable clinical symptoms, or a change in symptoms identified in the patient.